Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (293mg/dl) but trending down. Cause was unknown. System check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to consult with health care provider for possible causes.